Event description:
It was reported that during the implant procedure, the atrial and ventricular leads could not be inserted to the pulse generators header. After multiple attempts, the leads could successfully be inserted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.